Event description:
During cardiopumonary bypass, the heart lung console control module unexpectedly restarted itself, but did not load the network operating system. Local control of the pump remained available through controls and displays on the pumps themselves. There were no adverse consequences to the patient as a result of this event.